Manufacturer narrative:
It was reported that the device does not display any error code; the screen is simply red, and it cannot be charged. There was no reported patient involvement. The customer complaint was not replicated in the event history log. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Customer stated problem was not confirmed and there were no signs of the reported problem.

Event description:
It was reported that the device does not display any error code; the screen is simply red and it cannot be charged. Additional information received from the customer stated that the pain pump had been in use in a patient setting. It was further stated that the device had displayed an error message while it was running. There was patient involvement. No patient harm was reported.